Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a revision of a total knee due to instability.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Device evaluation indicated that the insert component appears normal for a component that was in vivo and subsequently explanted. The anterior face is damaged most likely as a result of the explantation process, otherwise there is nothing remarkable to note regarding this component. A device history review indicated that there have been no relevant reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a revision of a total knee due to instability.